Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 538 mg/dl. The customer stated that prior to the event, the insulin pump alarmed low reservoir, and she was unable to clear the alarm. The customer stated that she removed the insulin pump prior to being hospitalized. Troubleshooting was performed and found that the insulin pump had not completed the prime process due to the battery being depleted. The customer was advised to call back to perform troubleshooting when a new battery is available. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.